Manufacturer narrative:
(B)(4) to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of a doctor/ allergist's examination reports? Does ethicon have your permission to contact your surgeon/ allergist/ doctor, in the event ethicon would like to contact your surgeon/ allergist/ doctor for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon/allergist/doctor name and contact information?

Event description:
It was reported by the patient that the patient underwent a surgery on the wrist joint on (B)(6) 2020 and the suture was used for suturing of the ligament between the semilunar and navicular bones with capsulodesis technique using matouline technology. Right after the procedure, the patient started feeling strange pain inside the wrist joint and fingers despite the fact that it had been successful and all the medical studies confirmed this, including MRI and ultrasound. Then pain disappeared but the patient started to cough and sneeze, and it has been continuing for more than a year. The patient reported that never suffered from any allergy or a kind but according to blood tests eosinophilic cationic protein was 4-5 times more than the max possible limit and no anti-allergic medicine helped. Additional information has been requested.